Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter. During troubleshooting with adc customer service, it was discovered that the unit of measurement setting could be changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment associated with this event.